Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). Device evaluation: lens was returned dry , in lens case. Visual inspection found one haptic torn and missing. Clear residue was observed on the lens. An aq cartridge was returned with no visible damage. A piece of lens was in the cartridge. (B)(4).

Event description:
An aa4204vf silicone single piece lens, +22.5 diopter, was returned torn . Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).